Event description:
It was reported that the insulin pump had several cracks in the display screen after the customer had fallen while connected to the insulin pump. The blood glucose reading was 200 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, minor scratches on lcd window and cracked reservoir tube lip.